Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff procedure, the anchor broke just beneath the distal eye. The broken piece was easily removed from the patient and backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The distal end of the anchor has broken off at the suture eyelet. Broken tip was not returned for examination. Dimensional assessment of the anchors major diameter found it met print specification. The tip appears to have been sheared off under a torsional load.